Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2010, this patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2010, during a post-operative follow-up, the diameter of the aneurysm was 64mm. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, six month follow-up imagings showed that the diameter of the aneurysm enlarged to 113mm. It was unknown if any endoleaks were present. The physician elected to monitor the patient. During subsequent follow-up imagings, it was reported that the diameter of the aneurysm shrunk to 60mm, and then re-enlarged to 67mm. It was unknown if any endoleaks were present. The physician elected to monitor the patient. According to the cro in (B)(6), no further information is available.